Event description:
Device 1 of 2. Ref MFR report# 1627487-2013-05633. It was reported the pt experienced soreness at the ipg site. It was also reported the pt had to recharge the ipg more frequently. The pt also experienced pain at the anchor site. As a result, the ipg was explanted/replaced and the anchors were repositioned.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.